Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon longitudinal tear beginning approximately 1.5mm distal to the distal end of the proximal marker band and extending approximately 6mm distally across the balloon material. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00242. It was reported that balloon rupture occurred. The target lesion was located in the right coronary ostial. A 10mm x 3.50mm flextome cutting balloon was selected for use. During an angioplasty procedure, when the first cutting balloon was inflated, it was noted that the balloon ruptured at 6atm during the third inflation. Then, the physician replaced it with a 10mm x 3.00mm flextome cutting balloon; however, it was noted that the balloon also ruptured during the first inflation at 6atm. The procedure was completed using an nc emerge balloon and an unspecified stent was placed. No patient complications were reported and patient's status was stable.